Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reports on behalf of the user facility. The device displayed an error reading code e09. After this error message was displayed, it was decided by the facility to remove the device and insert a new one. The new device worked perfectly.